Event description:
It was reported that the customer experienced repeated occlusion alarms with their mobi pump. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.